Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. One month post procedure, the patient had a follow-up transesophageal echocardiogram (tee) procedure. The imaging showed that there was a device related thrombus present. The patient was restarted on eliquis, and another tee was scheduled for five (5) weeks later.

Manufacturer narrative:
B3: date of event - estimated with aware date as event date is unknown.